Manufacturer narrative:
Concomitant medical products: product ID 3889-28, lot# va0t9eh, implanted: (B)(6) 2015, product type: lead. Product ID 3037, serial# (B)(4), product type: programmer, patient. (B)(4).

Event description:
The patient reported a bad urinary tract infection (uti) in (B)(6) 2015. She suddenly just started feeling bad; she experienced dizziness, nausea, and was weak. She could not lift her legs or arms; she felt like lead and could not walk. She had to be helped to the bathroom. The patient also had no appetite and did not drink. She was put on antibiotics for two days, but it got worse. She was taken to the emergency room (ER) and was admitted to the hospital for two and a half days. She did not know she had a uti until that time. After the hospitalization she was put under home health care. The patient noted that the implantable neurostimulator (ins) was for her bowel control and in the left hip; she stated that it had nothing to do with her kidneys or bladder. She claimed the uti was not device related and it had resolved.